Manufacturer narrative:
Product was evaluated and found to be set at voltage other than was expected. This was determined to have been caused by handling during transportation. Unit was repaired and returned to customer.

Event description:
Patient experienced fluid retention and inflamation after implantation of bone source. During the explantation of the material, a gravely substance was granulated into the soft tissue and could not be removed without major soft tissue loss.